Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument broke at the wrist while installed. The customer used the instrument release kit (irk) to release the instrument and undock from carriage and undock from cannula. They removed the entire cannula with the instrument because it would not come out of the cannula. It was unknown if a fragment fell into the patient. The procedure was completed with no reported injury.